Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up with the clinical manager it was clarified that the leak started 10 to 15 minutes into the hd treatment. The leak was in the membrane of the dialyzer. There was 250 ml of blood loss. There was no indication of any harm or intervention. Additional information was requested but not received. The dialyzer is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up with the clinical manager it was clarified that the leak started 10 to 15 minutes into the hd treatment. The leak was in the membrane of the dialyzer. There was 250 ml of blood loss. There was no indication of any harm or intervention. Additional information was requested but not received. The dialyzer is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.